Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, about one hour from the start of the laparoscopic right hemicolectomy, the device's jaw was difficult to open after sealing and cutting, the tissue was removed from a slight gap. When the cutting trigger was pulled it was fixed and would not return. When the staff concerned adhesion of scorch, the device was handed to the nurse and was cleaned. It was noted that the knife blade did not protrude. Another ligasure device was used with the same generator.

Manufacturer narrative:
Additional information: b5, d9, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, about one hour from the start of the laparoscopic right hemicolectomy, the device's jaw was difficult to open after sealing and cutting, the tissue was removed from a slight gap. When the cutting trigger was pulled it was fixed and would not return. When the staff concerned adhesion of scorch, the device was handed to the nurse and was cleaned. It was noted that the knife blade did not protrude. Another ligasure device was used with the same generator. Photo observation showed that knife blade did not retract and was exposed even the jaws are open.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device's jaw was difficult to open. The tissue was removed from a slight gap. The knife blade did not retract and was exposed. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.